Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was over 500 mg/dl. Customer addressed the elevated (bg) by changing the infusion set, bolusing via the pump and giving a manual insulin injection. Reportedly, the customer visited the emergency room on multiple occasions; however, no specific dates were provided. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and customer was released with no permanent damage